Event description:
It was reported the uretero-reno videoscope had brown liquid coming out during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3, h4 the device was returned to olympus for inspection and the reported failure of brown liquid coming out was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a-rubber glue had chipping and lifting. Based on the results of the investigation, the probable causes of the liner breaking inside the lumen and brown liquid discharge were determined to be the following: a large tear found within the channel, which resulted in fluid leakage; fluid invasion into the bending control unit due to the leak. The failure was classified as a component failure, representing an expected or random occurrence without any identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.